Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer¿s freestyle libre 2 sensor received an error message of "replace sensor¿ after 6 days of wear. As a result, the customer was unable to obtain sensor scans and experienced a loss of consciousness. The customer was unable to self-treat and had contact with the paramedics who obtained blood glucose of 22 mg/dl on their meter. The customer was diagnosed with hypoglycemia and administered glucose drips and injection as treatment. There was no report of death or permanent injury associated with this event.